Event description:
Customer reportedly obtained a result of 319mg/dl on the device and within 2 mins, customer read 151mg/dl or 155mg/dl on the dr's device. No treatment received. No qcs were used. Requested return of suspect device and replacement was sent.